Event description:
It was reported that a plum 360 infuser unexpectedly shut off during a patient infusion. There is no additional information available at this time.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.